Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device noted damage on the anodization surface. The void was found on the end opposite of the locking peg head. The product was sent to sem for further evaluation. Sem analysis showed that the damaged areas on the anodized surface of the locking peg consisted of scratch marks, which appear to be mechanical damage to the anodized surface, caused by contact with a hard substance. Foreign particles were identified near the scratch marks. The edge of the scratch marks did not reveal any fracture details; however, fine smeared lines were identified. Eds semi-quantitative elemental analysis performed at 3 kv in the damaged and undamaged anodized areas, as well as the particles on the locking peg surface showed the following results. Damaged area showed low o to ti ratio of atomic/weight percentage when compared to the undamaged area, which indicates removal of the anodized layer in the damaged area by mechanical force. Particles identified near the damaged areas showed elemental composition consistent with 300 series stainless steel grade, including fe, cr, and ni. The mechanical damage to the anodized surface on the locking peg suspected to have caused by contact with stainless steel material. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause is determined as manufacturing deficiency. Corrective action has been initiated as a result of the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that incoming inspection member found a part of the blue coating had peeled off. There was no patient involvement.